Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician was unable to duplicate the reported problem. However, extended self testing (est) failed during opening of the exhalation auto zero solenoid. The service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to an exhalation auto zero failure. The service technician replaced the 3 station solenoid to correct the reported problem. Est and performance verification testing was completed, and the ventilator passed per operating specifications.

Manufacturer narrative:
The 3 station solenoid.